Manufacturer narrative:
The reported glidescope core 15-inch fhd monitor along with the glidescope core 2m quickconnect (qc) cable were returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated both devices using verathon's device functionality test equipment. The verathon tsr evaluated the returned glidescope core 15-inch fhd monitor but was unable to confirm the reported issue. The tsr confirmed that the glidescope core 15-inch fhd monitor had the current software. The verathon technical service representative then evaluated the glidescope core 2m quickconnect cable. The qc cable failed verathon's device functionality testing by intermittently not providing a video image. The qc cable did pass visual inspection. Upon completion of the evaluation, the glidescope core 15-inch fhd monitor was returned to the cusotmer. The glidescope core 2m quickconnect cable was replaced. No further investigation is required at this time. Corrective action is not required at this time, and verathon will continue to monitor for trends.

Event description:
A customer reported that during a bronchoscopy procedure, using a verathon glidescope core 15-inch fhd monitor and a glidescope core 2m quickconnect cable, the screen became glitchy with lines appearing across the display obscuring the physician's view of the patient's airway. No harm to the patient was reported, but there was a temporary disruption to the procedure while attempting to troubleshoot and obtain a second unit.